Event description:
Information received from the field notes that one day post implant, intermittent loss of capture was observed. The patient had reported some pain and heaviness in the chest after the implant. The device was programmed to 5.0 v, 1.0 ms after a threshold test revealed a capture threshold of 2.5 v, 1.0 ms.